Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and one hour after the catheter was inserted into the patient's body, clot was confirmed attached between 1-2 electrodes. When the catheter was removed from the patient¿s body, clot was confirmed attached. Clot was wiped off the catheter, and the procedure was continued. No adverse patient consequence was reported. Additional information was received. It was reported that the system did not present any error message. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The correct catheter settings were selected on the generator. The patient was anticoagulated, and the activated clotting time (act) is unknown. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not consider the clot as excessive and did not consider the amount of clot observed caused a potential risk to this patient. Heparinized normal saline was used. Device investigation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation and temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no thrombus residues in the tip section. A temperature, impedance, and irrigation test were performed, and the results were found within specifications. No temperature or irrigation issues were observed. Additionally, a microscopic inspection of the irrigation holes was performed, and no thrombus residues were found. A manufacturing record evaluation was performed for the finished device number lot 31254737l and no internal actions related to the complaint were found during the review. The thrombus issue could not be confirmed during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient's body. A user error was identified due to customer reported clot being wiped off after it was found, and that the procedure was continued. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and one hour after the catheter was inserted into the patient's body, clot was confirmed attached between 1-2 electrodes. When the catheter was removed from the patient¿s body, clot was confirmed attached. Clot was wiped off the catheter, and the procedure was continued. No adverse patient consequence was reported. Additional information was received. It was reported that the system did not present any error message. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The correct catheter settings were selected on the generator. The patient was anticoagulated, and the activated clotting time (act) is unknown. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not consider the clot as excessive and did not consider the amount of clot observed caused a potential risk to this patient. Heparinized normal saline was used.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot: 31254737l and no internal actions related to the complaint were found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).